Manufacturer narrative:
The actual device was returned to the philips authorized repair facility. The repair technician evaluated the device and found that the device had no sound due to a defective speaker. The device was repaired by replacing the speaker and other components that were found damaged and outdated. The device was updated to the latest hardware and firmware per procedures and passed functional tests. The repaired device was returned to the customer.

Event description:
During product evaluation, the philips authorized repair facility technician found the mx40 telemetry device had no sound. The device was not in use on a patient at the time of event, there was no patient involvement.